Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (israel) the patient's implant procedure on (B)(6) 2018 was abandoned as the patient developed high blood pressure. The reported ipg was opened; however it was not implanted.

Event description:
Follow-up identified the patient's condition is stable. It was also clarified that the ipg remained in the box tray at the time, and was not used.